Event description:
It was reported the patient had recently undergone re-exploration of his spine and surgery on his back. The patient had a fusion from t11 to s1 about three weeks prior. It was not indicated that the surgery was related to the device. The surgeon cut the intrathecal catheter. The catheter was removed. The patient was evaluated by the spinal surgeon. The patient had an extremely difficult postoperative course. Post operatively the patient experienced significant issues with withdrawal. The patient had a hard time controlling his pain and was psychotic. After the procedure the patient had significant numbness and a foot drop on the right side. ¿the pain has been excruciating.¿ the patient¿s sleep has been ¿disturbed because of pain.¿ the patient had testing in the form of a ¿somatosensory evoked potential.¿ it was noted "apparently the patient has issues.¿ the patient takes hydromorphone to help with the leg pain. The patient experienced significant side effects from the medications. The patient experienced problems with his bowels and was likely to undergo a colonoscopy soon. The patient was having issues with erection. This has been a problem after the most recent surgery. The patient was following up with a urologist. The patient reported that the pump setting has been adequate and his back pain is well controlled. The pump was delivering dilaudid and clonidine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).